Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found instrument main tube had various scratch marks with light material removal. The scratches were .232 - .031 in length and not aligned with the tube axis. No other damage was found. It was concluded that the damage to the main tube may have been due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported scratches on the tube, if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing, customer identified scratches on the shaft of fenestrated bipolar forceps instrument. Nothing reportedly fell into a patient. There was no allegation of harm or injury to a patient.